Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was placed in the right ventricle (rv) after the previous lead was (likely erroneously) placed in the coronary sinus. That night it was noted that the lead was intermittently capturing. The lead was then tested. Threshold measurements had increased to 2.8 volts at 2 ms. Impendence measurements had decreased to 300 ohms. Sensing had also decreased to 4.8 mv. Evidence suggested that the lead may have dislodged. It was likely that the patient would require a lead revision although they were able to maintain capture with high output. A request by the family was made to move the patient to another hospital. The family refused to have the revision done at the current hospital. The next day however before the patient could be transferred, the patient expired. There was no details on the cause of death.